Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial right tka, this mal patient had a revision due to deep infection. Patient revised with a new insert. There was no breakage of device or surgical delay/prolongation. Sales rep was unable to obtain photos/x-rays. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported, approximately 9 months post revised right tka, this male patient had a revision due to deep infection. Patient revised with a new insert. There was no breakage of device or surgical delay/prolongation. Sales rep was unable to obtain photos/x-rays. Patient was last known to be in stable condition following the event. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and placing an implant in an infected joint. These devices are used for treatment not diagnosis.